Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 unit. Customer leslie called in for help on 8015 unit has error code 133-6090 which is main speaker on unit has to be replace. Before call in customer had already replace main speaker and power unit on get same error. He has a bad power supply board needs to be replace confirm part number for power supply board.